Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had fallen, the impedance was high and loss of capture was noted on the ventricular lead. A chest x-ray confirmed that the lead had dislodged. No intervention had been performed, the lead remained implanted.